Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-19166, 1627487-2021-19168. It was reported the patient lost therapy due to not charging the ipg as recommended. The patient has not recharged or used the ipg in over 1 year. In turn, the patient underwent surgical intervention on (B)(6) 2021 wherein intra-op, one of the patient's lead had high impedance on multiple contacts. As a result, the physician explanted the entire system to address the issue.